Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was an anomaly in the program and it was reset and re-installed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the pump was displayed error code 1270. The investigation confirmed the customer¿s complaint, error code 1270 was produced during functional testing. This issue was determined to be reportable. There were no reported patient involvement and no harm or adverse event.